Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, has been requested.no additional information is available at this time.reason for complaint: infection.

Event description:
Allegedly, "a patient operated in (B)(6) 2025, visited the doctor a week later for a check-up and was diagnosed with infection of the prosthetic pocket in the right breast implant requiring removal." (France)

Manufacturer narrative:
A causal relationship between the reported event and the device has been established. The events were classified as infection and early seroma. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were confirmed. These events are a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged events are recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. It is clearly addressed in the product¿s directions for use (dfu), which states: infection ¿ infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation 5 . However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are more challenging to treat than infections in tissue without an implant present. If an infection does not respond to antibiotics, the implant may have to be removed, with replacement occurring only after the infection is resolved. As with other surgical procedures, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Tss symptoms occur suddenly and can include high fever (102° f/38.8° c or higher), vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should contact their doctor immediately for diagnosis and treatment if they experience these symptoms 6 . Seroma ¿ seroma is an accumulation of fluid that results from tissue inflammation 7 . The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid8 . While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time9 . In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017). ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017). Some analysis have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017). A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: - no adverse or unexpected trends related to device rupture have been identified. - no further corrective or preventive actions are required at this time.